Event description:
It was reported that the pump battery depleted too quickly, with an estimated depletion of 193.5% per day, but it did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer was educated on normal battery depletion rates, and actions were taken to track the shipment of a replacement pump.